Event description:
Device 1 of 2. Reference MFR report number 1627487-2014-00145. The patient's (B)(6) therapy system includes an ipg and two percutaneous leads from the same lot. It was reported the patient is experiencing diminished pain relief and ineffective therapy coverage. An initial diagnostic test found invalid impedance measurements. The physician suspects lead migration but this has not been confirmed. The most recent diagnostic test found low impedance readings for several lead contacts. Reprogramming efforts to date have been unsuccessful in resolving this issue. The patient's current level of therapy relief is less than optimal. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.